Event description:
The physician reported that during the procedure, the ruby coil had resistance approximately 10 cm form the distal tip of the slim catheter. The slim catheter was removed after resistance was felt and another catheter was used for the remainder of the procedure without further incident.

Manufacturer narrative:
Conclusions: this device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2013-00466. Device discarded.